Manufacturer narrative:
The main circuit board required replacement to address the issue. Device was returned to customer unrepaired due to customer declined repair. During a routine check of complaint records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference #: (B)(4).

Event description:
During resmed evaluation, an astral device did not power up correctly. There was no harm or serious injury reported as a result of the event.